Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and the use of the edwards transcatheter heart valve (thv) devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Although the exact cause and source of the ischemic stroke cannot be determined, it is possible patient or procedural factors not provided may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the german resound registry after a transfemoral transcatheter aortic valve replacement (tavr) with a 23 mm sapien 3 ultra resilia valve, interprocedurally the patient experienced a neurological event classified as an ischemic stroke with disability (overt central nervous system injury, neruoarc type 1) occurring within less than or equal to 24 hours after the index procedure. The patient exhibited neurological abnormalities following post dilation, including aphasia and right sided neglect. A CT was performed and an update from CT seven days later described increased infarction marker with complete left posterior territory involvement with petechial hemorrhage and swelling. Speech and physical therapy were initiated as part of the patients care. Additionally, 1 g of intravenous levetiracetam was administered immediately following the event followed by a prescription of levetiracetam 500 mg twice daily. Neurological rehabilitation was requested resulting in prolonged hospitalization. This event was related to the procedure and possibly related to the valve. Post interventional pericardial effusion was found the day of the procedure, reported as likely due to wire perforation of the left ventricle a pericardial drain was inserted in the operating room, and after administration of 10 ug norepinephrine and drainage circulation was stabilized 300 ml of blood was drained and the bleeding stopped. The event was related to the procedure and possibly related to the valve. The outcome of the event is ongoing.